Manufacturer narrative:
Conduction disturbances such as heart block, were known potential adverse effects per the evolutr IFU. In this case, the patient did not require any treatment. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was reported and a permanent pacemaker was implanted the following day. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.